Manufacturer narrative:
One imp tm 4.7mm mtx full, 10 (tmtwb10) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear and debris about the tm mesh. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 2 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1233000. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the qc in-process audit notes that the implant materials are to specification. Complaint history review was performed for the reported lot number (1233000) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k113753, k112160.

Event description:
It was reported that the patient had implant placement at tooth # 4 from the placement the patient was very uncomfortable, it was concluded there was an allergic reaction of some type and the implant was removed. No additional concerns since removal. Symptoms: inflammation and pain